Event description:
It was reported that the patient was implanted a winterthur generic hip component on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2014 due to breakage of the ceramic head.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).